Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6. Clarification to h.1. Type of reportable event: there are no reportable events associated with this complaint record.

Event description:
Previous medwatch submission noted deflation. Upon further information, abbvie has determined that the event of deflation did not occur.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported deflation, breast pain, "bluish marks on breast", "uncomfortable", and not device relates migraines, back pain, and "feel sick". Healthcare professional reported later "rippling, not symmetric in size and nipple to notch 31 cm on the left. Breast width is 14.25 cm". This record is for the left side. Device remains implanted.